Manufacturer narrative:
Per the user guide: the t:slim x2 pump has several safety features to prevent unintentional interaction with the touch screen. The screen must be unlocked by tapping 1¿2¿3 in sequence. On all screens, if three non-active areas of the touch screen are tapped before an active area is tapped, the screen will turn off to prevent accidental button presses. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive while trying to press a button. While troubleshooting with tandem technical support the customer was able to interact with the touch screen. Customer acknowledged that outside of the screen boundaries may have been touched. Insulin therapy was not interrupted. Blood glucose was 226 mg/dl.